Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the snare loop would not cut through the polyp. The procedure was completed with another of the cold snare. It was unknown if there were any patient complications reported as a result of this event.

Manufacturer narrative:
Report source (user facility). Medwatch (B)(4).